Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocaton involving a trident shell was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. The shell does not interface the area of dislocation between the liner and head.

Event description:
It was previously reported in pi (B)(4) that the patient had an infection and received a washout and antibiotic spacer on (B)(6) 2012. On (B)(6) 2013, the patient underwent a revision whereby the spacer was explanted and the acetabular cup, liner, and femoral head were revised.

Event description:
It was previously reported in (B)(6) that the patient had an infection and received a washout and antibiotic spacer on (B)(6) 2012. On (B)(6) 2013, the patient underwent a revision whereby the spacer was explanted and the acetabular cup, liner, and femoral head were revised.